Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 482 mg/dl at the time of incidence. Customers current blood glucose level was 441 mg/dl. Customer experienced symptoms regarding high blood glucose such as nausea and was treated with manual injection. Customer reported insulin pump system was not been in use within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.